Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. During the in-house investigation, the meter switched on as expected. The customer service mode showed no anomalies. The meter's settings showed that the date and time were set incorrectly. The readings were downloaded from the meter to glucofacts deluxe which showed readings between (B)(6) 2017 to (B)(6) 2019 and (B)(6) 2019 to date. The date and time were corrected on the meter and in-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution, which gave a satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that one of his blood glucose readings was not stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.